Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 564 mg/dl and a large ketone level identified as dangerous. Reportedly, the pump battery fully depleted and the pump shut off due to the customer not charging the pump as customer's power went out. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.